Manufacturer narrative:
The initial MDR 2432235-2014-00539 was filed on september 10, 2014. Additional information (09/11/2014): a siemens field service engineer (fse) was dispatched to the customer site. The fse performed total service call to address imprecision with estradiol patient samples. The fse ran patient samples drawn on 2 different days in replicates of 3. The fse also ran the sample on two different immulite 2000 instruments. The results were comparable. The customer noted that they did not obtain any other discordant patient samples when running the estradiol assay and any other assays. All quality control results were acceptable. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
The customer obtained falsely low results on samples from one patient for estradiol on an immulite 2000 instrument while using reagent lot 343. Samples were diluted with a dilution factor of 5 without being run neat because nursing staff had informed the laboratory that the results would be high. The initial sample was repeated twice. Repeat 1 was low as compared to the initial result, and repeat 2 was higher, which was reported as the correct result. The physician requested a redraw. The initial result for the redraw was low. Upon repeat, it resulted high, and aligned with physician's expectations. On the request of technical application specialist (tas), both samples were frozen and repeated again in duplicates, also resulting lower. The falsely low results and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low results on the estradiol patient samples.

Manufacturer narrative:
The initial MDR 2432235-2014-00539 was filed on september 10, 2014. The first supplemental MDR 2432235-2014-00539_s1 was filed on september 12, 2014. (B)(4)

Manufacturer narrative:
The cause of the discordant, falsely low estradiol results is unknown. Siemens healthcare diagnostics is investigating this issue.